Event description:
It was reported that a patient underwent a cardiac ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath medium and a hemostatic valve separation occurred. It was reported the dilatator was not able to be inserted into carto vizigo¿ 8.5f bi-directional guiding sheath medium because the valve was defective. The white valve of the sheath moved out to the clear part in front of it. There was no occlusion when irrigating the sheath. The sheath was completely blocked from the valve. The dilator was not still able to be moved through the sheath. The hemostasis valve (gasket) did not break into two or more separate pieces, but not in its intended position. There was no patient consequences.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The date of event was not provided. Date of event has been populated with (B)(6) 2022. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.# (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported the dilatator was not able to be inserted into carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium because the valve was defective. The white valve of the sheath moved out to the clear part in front of it. There was no occlusion when irrigating the sheath. The sheath was completely blocked from the valve. Device evaluation details: on 17-oct-2022, the product was returned to biosense webster inc (bwi) for evaluation. The evaluation has been completed. Visual and dimensional inspections and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed a kink at the proximal part on the sheath and that the hemostatic valve was dislodged inside the hub component, no damage was revealed in the dilator. The dilators outer diameter was measured, and dimensions were found within specifications. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The dilator and a good known lab sample catheter were introduced through the sheath, it was determined that the obstruction felt by the customer could be related to the valve dislodged. A device history record was performed for the finished device batch number, and no internal actions were identified. The issues reported by the customer were confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer reported hemostatic valve separation. Investigation findings: mechanical problems identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the kink in the sheath. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) corrections: - health care professional (hcp) contact information was inadvertently omitted from the 3500a initial MDR. The appropriate fields in section e. Initial reporter have been populated: darius daktariunas - the incorrect h4. Device manufacture date of 29-nov-2005 was reported. The correct date of 14-may-2022 has now been populated in that field.